Event description:
Per the clinic, the patient experienced facial nerve stimulation with device use. Reprogramming attempts were made; however, the issue could not be resolved. Imaging (date and type not reported), indicated migration of the internal electrode array. The device was explanted on (B)(6) 2012. It is unknown if the patient has been reimplanted with another device as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This device is not available for analysis. (B)(4).